Event description:
Second revision surgery - due to the patient having an infection. The surgeon removed all of the implants on (B)(6) 2013 and put in an antibiotic spacer without the sales representative being notified. The sales representative was notified on (B)(6) 2013 about the scheduled revision surgery (B)(6) 2013. Ref 1st revision surgery (B)(4).

Manufacturer narrative:
On (B)(6) 2013 an agent informed djo surgical of a revision surgery involving the treatment of an infection. The first stage of this revision was performed on (B)(6) 2013 without notification to the sales rep. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to an infection. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not returned to djo surgical for examination. The device history records for the reported components involved were examined. A review of the sterilization records show that the reported devices received the appropriate 25-40 kgy gamma radiation sterilization doses or hydrogen peroxide gas plasma processes and were within their respective expiration dates at the time of the of the previous revision on (B)(6) 2013. A review of the implant device history records, product complaint report database, and sterilization records show that the reported components used in the original stage surgery met sterilization, design, and manufacturing requirements. No information was submitted with this complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the infection or inhibited the patient's immune system. There are multiple factors that may contribute to an infection that are outside of the control of djo surgical. It is unknown to what extent the patient became infected. The data reviewed in this report supports that this incident was not the result of a product or manufacturing process defect.